Event description:
It was reported that pump displayed malfunction code 0 with no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.